Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. However, with the limited information and no images to review, we are unable to conclusively determine the cause for this report. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. Per the device instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for p roper instruction on the use of balloon catheter devices." Post implant occurrence of aortic regurgitation after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. The cause of the central regurgitation was unknown. However, per the physician, the assumed failure mechanism was damaged or torn leaflets. The computed tomography (CT) and transthoracic echocardiogram (tte) were not able to visualize the torn leaflet, and therefore were unable to confirm if there was a torn leaflet present in the valve. Without review of echo / cine / angio files for this case, and no device returned for evaluation, an assignable root cause leading to the reported ¿assumed damaged or torn leaflet¿ and subsequent regurgitation cannot be determined at this time. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information reported that during the implant of this valve, moderate to severe pvl was noted. A post-implant bav was performed with a 28mm non-medtronic balloon (z med ii). A 60 cubic centimeters (cc) syringe was used to once inflate the balloon. Following the bav mild pvl resulted and was noted the following day. Thirty-six days following the implant of the patient presented with severe aortic insufficiency. Computed tomography (CT) and transthoracic echocardiogram (tte) were performed and severe central regurgitation was identified. The cause of the central regurgitation was unknown; however, per the physician, the assumed failure mechanism was damaged or torn leaflets. The CT and tte were not able to visualize the torn leaflet. Thirty-nine days following the implant the bav was performed concomitantly with an angiogram of the aortic root to rule out the presence of pvl. Subsequently, the second valve was implanted valve-in-valve. Updated a4 - patient weight in lbs., h6 - 6. Patient codes and device code. Removed h6 - device code c76126. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve remains implanted, therefore no product analysis will be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that thirty-nine days following the implant of this 34-millimeter (mm) transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed with a 25mm non-medtronic balloon. The bav confirmed an unspecified central aortic regurgitation. As a result, a second 34mm transcatheter bioprosthetic valve was successfully implanted valve-in-valve. No resulting gradient, paravalvular leak (pvl), or central regurgitation was identified following the valve-in-valve procedure. No additional adverse patient effects were reported.